Manufacturer narrative:
After the medtronic representative reloaded the software, the imaging system passed the system checkout and was found to be fully functional. Issue resolved with software reload. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the imaging system's image acquisition system (ias) computer was not booting. When the imaging system booted up the pendant stayed in a system booting screen. The remote desktop showed a series of application errors on the ias computer. The medtronic representative reloaded 3.1.6 software onto computer. After loading software checked all calibration files and performed system check out. There was no patient present when this issue was identified.